Event description:
It was reported that during a supply change the ilet pump displayed a restart alert before rewind, and repeated attempts to initiate rewind resulted in alert 38 indicating a motor stall, including occurrences when no supplies were installed; an insulin set expired notification also occurred, and a replacement device was arranged after troubleshooting and user education on ilet management and data syncing. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need to use backup therapy. Investigation included remote troubleshooting with guided restarts and a dry-run attempt. Investigation of this case revealed a consecutive motor stall consistent with an internal motor mechanism malfunction affecting the pump drive during rewind. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the motor drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.